Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02302. It was reported that the patient experienced lead migration on one lead and experienced pain at the anchor site. Surgical intervention was undertaken on (B)(6) 2023, where the lead and anchors were repositioned. Therapy was restored post-op.